Event description:
The manufacturer received information alleging a trilogy 200 ventilator did not meet acceptance criteria of evaluation process. The device was not in use on a patient at the time of the occurrence. The trilogy 200 ventilator was returned to the manufacturer service center for evaluation. During the evaluation it was noted that the device failed a test step during testing and was returned to the technician for further evaluation. There were no significant event(s) in the error log(s). The root cause isn't confirmed at this time. Additionally, during the service of the device, the technician confirmed the device rubber feet were missing/damaged, universal porting block port was pinched/damaged, the rear and base enclosure were damaged, tube has a hole caused by service and all were replaced unrelated to the reportable malfunction/issue. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy 200 ventilator did not meet acceptance criteria of evaluation process. The device was not in use on a patient at the time of the occurrence. The trilogy 200 ventilator was returned to the manufacturer service center for evaluation. During the evaluation it was noted that the device failed a test step during testing and was returned to the technician for further evaluation. There were no significant event(s) in the error log(s). The root cause isn't confirmed at this time. Additionally, during the service of the device, the technician confirmed the device rubber feet were missing/damaged, universal porting block port was pinched/damaged, the rear and base enclosure were damaged, tube has a hole caused by service and all were replaced unrelated to the reportable malfunction/issue. If any additional information is received, a follow-up report will be filed. New information: the trilogy 200 ventilator was returned from testing, and the technician confirmed the device passed all test.